Event description:
Patient was having a laparoscopic vaginal hysterectomy; the surgeon was using the auto suture multifire endo gia 30v surgical stapler. The instrument jammed and was unable to be released from the uterus. This necessitated the procedure to be aborted and required the abdomen to be opened to complete the surgery.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.